Event description:
As reported by the study, this patient presented to the cardiac catheterization unit and 1-vessel disease was found. A staged procedure was planned due to time or logistics. Percutaneous coronary intervention (pci) was performed on an 80% de novo lesion in the mid right coronary artery (rca). The patient returned six months later for the staged procedure that was clinically driven due to an acute myocardial infarction, stable angina pectoris or documented silent ischemia. The vessel treated during the second procedure and if it was the target vessel, is not currently known. The primary indication for intervention was stable angina pectoris. Pre and post-procedure cardiac enzymes were not documented. Pre-procedure medications included aspirin, statins and ace inhibitors. Intra-procedure medications included aspirin, clopidogrel and unfractionated heparin. Pci was performed on an 80% de novo lesion in the mid rca of 30mm in length in a 3.5mm vessel diameter at a bifurcation requiring double guidewire and moderate tortuosity of the proximal segment. The (b2) eccentric lesion was characterized with an irregular contour, angulation between 45-90 degrees, moderate calcification and thrombus absent. The lesion was pre-dilated with a 2.5 x 14mm balloon at 14 atmospheres (atm) before a 3.0x33mm cypher select plus stent was deployed at 14 atm with satisfactory results. The residual diameter stenosis measured 0%. Timi iii flow was recorded with pre and post-procedure, respectively. There were no procedural complications and the patient was discharged on the following day. Post-procedure medications included permanent aspirin, clopidogrel for 12 months, statins, ace inhibitors and beta-blockers.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed product. It is also not available for testing and evaluation. Clarification has been requested regarding this event and all additional information will be submitted within 30 days of receipt.